Event description:
It was reported that the patient had an encapsulated pump and could no longer inflate or deflate. No malfunction with the device. The procedure was completed successfully. The patient had no further complications.